Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a speed drop after being connected to the patient cable. The site suspected a percutaneous lead fracture. Log file analysis confirmed the speed drops below the low speed limit on (B)(6) 2020. The patient was sent home on a ungrounded cable. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, the specific root cause could not be conclusively established through this evaluation. The submitted log file contains data from 10sep2020 at 13:21:49 through 14sep2020 at 11:41:38. The pump speed remained above the low speed limit from the beginning of the file until 14sep2020 at 11:40:05. Multiple low speed events were captured between this time and 11:40:12, with pump speed reaching a minimum of 5990 rpm (3210 rpm below the low speed limit). The low speed events only appeared to occur while the patient was supported by the power module. These events were associated with the low speed operation flag. Additionally, the log file captured intermittent power cable disconnect alarms that were not associated with routine power cable disconnects on (B)(6) 2020 and (B)(6) 2020. The log file also captured intermittent low voltage advisory alarms while connected to 14v batteries from on (B)(6) 2020 and (B)(6) 2020. These events were investigated, for the 14v battery clip sets. No additional atypical alarms were captured. The center reported that the speed drop occurred immediately after being connected to the patient cable, leading to suspicion of a driveline wire fracture. It was later reported that the patient was sent home on an ungrounded patient cable. There no symptoms/treatment associated with the event. There have reportedly been no further alarms and the patient is stable. The patient remains ongoing on hmii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook address all system controller alarms (including low speed operation alarms) and how to respond to such events. Information regarding driveline care can be found in both of these documents. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15feb2018. No further information was provided. The manufacturer is closing the file on this event.